Event description:
The patient has not been seen by their doctor for two years.

Manufacturer narrative:
Lead model: 3889-28 lot#: v887311 implanted: (B)(6) 2012, explanted: na. (B)(4).

Event description:
It was reported that the patient experienced a "zapping" sensation in the perineum following the implant of an implantable neurostimulator (ins) on (B)(6) 2012. The stimulation was turned off, then gradually turned up to find settings where stimulation was felt but not zapping. At 0.85 v, the patient felt stimulation, but felt a very painful shock when she sat down. The ins was then turned off. Additional information was requested but was not available at the time of this report.